Event description:
It was reported that after use in the superior vena cava, the pta balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together as a single unit without incident. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The catheter was returned with the balloon protruding from the flared end of the sheath, indicating retraction issues. The proximal glue joint was visible outside of the proximal end of the sheath and a circumferential shaft break was identified at that joint. It is possible the break was a result of the reported retraction issues. With a guidewire in place, attempts to advance the retract the balloon from the sheath were made; however, they were unsuccessful. No additional functional testing could be performed due to the condition in which the sample was returned (i.e. Break at proximal balloon glue joint). The investigation is confirmed for a complete circumferential outer shaft break. The investigation is confirmed for retraction issues. However, the definitive root cause for event could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.